Event description:
It was reported that the implantable pulse generator (ipg) device recorded erroneous data with a high number of atrial high rate episodes lasting over four hours and many mode switch episodes. It was noted that the episodes were recorded coinciding with the patient's surgery that involved the use of cautery which may have caused electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.